Event description:
Medtronic received information that during setup, the customer reported the straight tip arterial cannula felt different than usual (more firm). A tube forceps was used when cannulation was performed and a small blood leak was observed. Almost no blood was lost, and no blood transfusion was required. Following, the cannula was connected to the cardiopulmonary bypass circuit. There was no issues subsequently and the procedure was completed successfully. There was no adverse effect to the patient. Additional information: the lot number of the device was asked for but is unknown, because the packaging bag had already been discarded. Hemostasis was performed on the connection side of the cannula with forceps when connecting to cardiopulmonary bypass circuit, but a slight leak was confirmed at that time. There was no damage to the device packaging or to the device itself.

Manufacturer narrative:
Conclusion: medtronic cannot confirm or deny the complaint of cannula body feeling different than usual (stiffer) resulting in leaking from the tubing when clamped, as no product has been returned to date. A root cause of this occurrence cannot be determined without returned product. The device history record could not be reviewed as no lot number was provided. Complaints received from march 2020 through april 2021 for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. There were no adverse patient effects as a result of this occurrence. Medtronic has made its supplier aware of this occurrence and will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.